Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Manufacturer narrative:
(B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma, and " (B)(6) for alcl." Explanting physician contact information: (B)(6).

Event description:
Patient reported right side "swelling, pain, fluid in breast and tested (B)(6) for alcl". Healthcare professional later reported capsular contracture, baker grade IV, late seroma, and " (B)(6) cd30 which are suspicious for bia-alcl." Biomarker alk- has not been received. The device remains implanted.